Event description:
A caller reported that the insulin gauge on their pump displayed an amount different from expected, indicating a fill estimate issue. The impact on the customer's blood glucose level was not reported, but there was no indication of adverse effects. Technical support assisted the caller in reloading the same cartridge and instructed them to disconnect and deliver a 10.2 unit bolus to update the insulin estimate; however, the issue of the displayed and expected values differing by more than 30 units persisted. The caller chose to continue using the current cartridge and planned to follow up if necessary.